Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent altitude alarms occurred. Reportedly, the pump was in the bathroom while the customer was in the shower. The customer's blood glucose (bg) level was 293 mg/dl. The customer successfully loaded new supplies, resumed insulin delivery, and delivered a bolus via the pump to address bg level.